Manufacturer narrative:
The download data from the returned device found that an alarm had been generated by the pod, indicating that the step sensor was asserted before the wire was driven. Corrosion was observed on the hook switch cups and chassis. Fluid path testing found fluid leaking past the reservoir plunger into the upper portion of the reservoir. The leak in the reservoir sub-assembly resulted in fluid leaking out the reservoir cap window into the device, which contributed to the corrosion observed inside the device and the alarm. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 smartphone operating system: sp1a.210812.016.g975u1ueu9ixe1 smartphone hardware: sm-g975u1 cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose above 250 mg/dl, while wearing the pod for longer than 48 hours on the infusion site (arm). The pod gave a hazard alarm. No treatment information was provided.